Event description:
Infection was reported. The device and the leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut, there was blood in/on the helix mechanism, and there was apparent explant damage. (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut, there was blood in/on the helix mechanism, and there was apparent explant damage. (B)(4) the device was returned, analyzed, and no anomalies were found.